Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed running test and there were no problems found. However, the battery pack, tidal volume disk, and the safety disk were replaced since it was about time to replace them. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the customer pressed standby key on the cardiosave intra-aortic balloon pump (iabp) and start key repeatedly for several times to check systolic blood pressure and diastolic pressure. After that, "calibrating fiber-optic sensor" message was generated and remained displayed. Although an attempt was made to press the start key, pumping did not start. The customer found the intra-aortic balloon (iab) sensor calibration was taking more than 5 minutes and contacted getinge via phone. The iabp was rebooted to continue therapy. It was noted that this issue happened during the iabp therapy with extracorporeal membrane oxygenation (ECMO) and there was a sound when pressing keys on the touch panel. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that during use on a patient, the customer pressed standby key on the cardiosave intra-aortic balloon pump (iabp) and start key repeatedly for several times to check systolic blood pressure and diastolic pressure. After that, "calibrating fiber-optic sensor" message was generated and remained displayed. Although an attempt was made to press the start key, pumping did not start. The customer found the intra-aortic balloon (iab) sensor calibration was taking more than 5 minutes and contacted getinge via phone. The iabp was rebooted to continue therapy. It was noted that this issue happened during the iabp therapy with extracorporeal membrane oxygenation (ECMO) and there was a sound when pressing keys on the touch panel. No patient harm, serious injury or adverse event was reported.